Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a bipolar lead high impedance warning and lead fracture was suspected. The rv lead was reprogrammed, removed and replaced. No patient complications have been reported as a result of this event.